Event description:
It was observed that during the device evaluation, the high flow insufflation unit, due to expired life expectancy of printed circuit board, the supply pressure sensor did not work properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation found the following: due to expired life expectancy of the printed circuit board, the supply pressure sensor does not work properly; based on the results of the investigation, the most probable cause of the identified failure is cause traced to component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.